Manufacturer narrative:
Follow-up information received from consumer on 03-feb-2015. Consumer will not sign consent form as instructed by legal representative; case marked as potential legal case. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 05-feb-2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was submitted to a subtotal hysterectomy because she had nickel allergy. This event was considered serious due to medical importance and is listed in essure's reference safety information. Essure insert consists of a nickel-titanium alloy, allergic reactions may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, given the positive temporal relationship and due to the lack of an alternative explanation the reported event was considered as related to essure therapy, and due to the required intervention this case was regarded as incident. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. This is a health authority case; no further information will be actively sought.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(6) on (B)(6) 2014 which refers to herself, a female of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 for sterilization. Consumer reported she was told the essure was made from (B)(4). In (B)(6) 2013, the consumer had to undergo a sub total hysterectomy the only way to remove these implants because she had a nickel allergy, she found out these implants contain (B)(4). Consumer suffered from chest pains, palpitations, anemia through blood loss as her periods were very very heavy all through this. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number 28300-14 and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in (B)(4). It includes recent cases received by (B)(4) and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: allergy to metals. The analysis in the global safety database revealed 100 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure ( fallopian tube occlusion insert) inserted and was submitted to a subtotal hysterectomy because she had nickel allergy. This event was considered serious due to medical importance and is listed in essure's reference safety information. Essure insert consists of a (B)(4), allergic reactions may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, given the positive temporal relationship and due to the lack of an alternative explanation the reported event was considered as related to essure therapy, and due to the required intervention this case was regarded as incident. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. This is a health authority case; no further information will be actively sought.